Manufacturer narrative:
Continuation of d10: product ID 8780 serial#(B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 15 mg/ml at a dose of 4.698 mg/day via an implantable pump. It was reported that the hcp planned to replace the patient's pump today [(B)(6) 2025] due to elective replacement indicator/end of service [eri/eos] and the patient also wanted a 40 ml size instead of a 20 ml. When the hcp aspirated the catheter, he could not draw back enough fluid to clear the catheter. The hcp attempted to aspirate the catheter access port (cap) of the old pump. He then cut the original catheter to see if there was any cerebrospinal fluid (csf) flow and there was not. The hcp decided to replace the entire catheter based on this. A new catheter was aspirated successfully and had csf flow. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp managing the patient's pump confirmed to update dosing today [(B)(6) 2025] after this situation occurred. He advised to update dosing to 4.698mg/day hydromorphone and 3.758mg/day bupivacaine (compounded drug) as of the surgery time. The hcp left the spinal segment in the patient and tied it off in a spinal incision. Note: this is half of the daily dose the patient arrived on. The issue was resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they spoke to the managing hcp and he said they were working on titrating the patient's dose back up during their office visits and that the patient was doing well.